Event description:
The customer reported being hospitalized due to high blood glucose of 589mg/dl. The customer stated that the events leading to his admission was emotional stress. The customer was experiencing unexplained high glucose for the past month. The customer's most recent glucose reading was 146mg/dl, and he was treated with manual injections at the hospital. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.